Event description:
It was reported that the trailing haptic of the cq2015a three piece collamer lens tore off as the lens was inserted into the eye. The incision was enlarged to remove the lens and a vitrectomy was performed. Sutures closed the wound. Additional information was requested, but not yet received. If any addition information is obtained, a supplemental will be submitted.

Manufacturer narrative:
(B) (4). Sutures. Vitrectomy. Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).